Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient has reported high blood glucose and hospitalized for 4 days due to vomiting, thirst, backache .on admission blood glucose was(900 mg/dl)with sensor glucose values above (400 mg/dl) and treated with pen and insulin drip therapy, IV access, and continuous monitoring in intensive care and tested ketone testing with results (7 mmol/l). No further information available.